Event description:
Report received from USA stating that the device requires an evaluation with the console and foot petal. It is known that this event did not occur during surgery. It is known that there was no patient or user injury or medical intervention reported related to this occurrence. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. (B)(4) evaluated the devices, and the reported problem was not confirmed; the foot control and console performed as a designed when connected with a test motor. However, the emax2motor exhibited damage that likely caused the reported problem. Twelve of the 15 contact pins in the motor's console connector were pushed in and would not connect to the console. This condition is indicative of improper assembly or handling or of the device; the damage was likely due to not aligning the motor connector with the console properly before connecting, and then forcibly pushing on the connector. If additional information becomes available, a supplemental report will be sent. (B)(4).